Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed button error. The customer was assisted with button error/keypad anomaly troubleshooting. The customer¿s blood glucose level was 186mg/dl at the time of the incident. The customer stated that they were holding their granddaughter and the belt clip broke, when asked if there was any significant event leading to the keypad issues. The clock on the insulin pump did not advance when observed for one minute. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with up, esc and act buttons unresponsive due to corroded keypad traces. No button error alarm noted. No frozen screen noted. Time advanced properly. The insulin pump had cracked case at display window corners, battery tube threads, reservoir tube lip, minor scratched and cracked display window. The insulin pump was received without original belt clip.